Event description:
Procedure: lypoma excision. Reportedly, the surgeon cut the protective sheath or sleeve around the blade. He did this to reposition the sleeve and have less blade exposed, but it created a gap. The patient's head was draped and oxygen was in use. The device sparked causing a burn on the patient's forehead. Burn was reported to be minor.